Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the case/vial; surgical residue was cleared; visual inspection found no visible damage. (B)(4).

Event description:
The lens was explanted on (B)(6) 2016 due to low vault and exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Event problem and evaluation codes: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm12.6 implantable collamer lens, -10.5/+1.5/085 diopter in to the patient's left eye (os) on (B)(6) 2014 . The lens was explanted on an unknown date due to low vault and exchanged for a longer lens and the problem was resolved.